Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.